Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product (alleged unknown bard/davol flat) was implanted into the patient. The attorney alleges that the hernia repair product that was used in the procedure resulted in the patient experiencing pain and harm. The attorney alleges the patient experienced defective mesh and permanent injury.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information. The patient was treated underwent additional surgery for abdominal abscess, sepsis with exploratory laparotomy including small bowel resection for bowel adherent to mesh, adhesions, and explant of the bard/davol composix kugel mesh. Adhesions are a known inherent risk of surgery and are listed in the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the information available the cause of the patient's postoperative complications is unknown. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on 06/27/2016: the following was reported to davol by the patient's attorney: ni/ni/ni - patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product (alleged unknown bard/davol flat) was implanted into the patient. The attorney alleges that the hernia repair product that was used in the procedure resulted in the patient experiencing pain and harm. The attorney alleges the patient experienced defective mesh and permanent injury. Addendum per medical records: (B)(6) 2009: the patient underwent a hernia repair with implant of a bard/davol composix kugel hernia patch. (B)(6) 2013: patient underwent surgery to address recurring abdominal abscesses and sepsis. Exploratory laparotomy included small bowel resection for bowel adherent to mesh, adhesions, and removal of the bard/davol composix kugel mesh.